Event description:
Nurse reported that she has experienced blood splattering onto her face while drawing blood with the mp1000-c. No product saved. The pt required blood/ body fluid splash lab work be drawn. There was no report of pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation. The customer complaint of blood splatter while drawing blood could not be confirmed due to the product was not returned for failure investigation. The root cause of this report was not identified.